Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: "some 3 ml b-d syringes seem to have more lubricant present inside the syringe to help the plunger slide."

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, material content label is displayed, it is not possible to observe the failure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 0161773 and found to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Physical samples or photos displaying the failure is required to analyze and confirm the failure.

Event description:
It was reported syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: "some 3 ml b-d syringes seem to have more lubricant present inside the syringe to help the plunger slide."